Event description:
It was reported the patient presented for routine device change-out, during dft testing an alert for low impedance was observed. Output circuit damage was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.